Event description:
Healthcare professional reported right side rupture. Device remains implanted.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported right side rupture. Healthcare professional additionally reported "localized extracapsular rupture on the right," "histiocytic inflammation," "breast pain," and capsular contracture baker grade IV. Device has been explanted and replaced.

Manufacturer narrative:
Additional, changed, and/or corrected data. Device evaluation:analysis of the returned device identified: underweight and broken shell. A visual and microscopic analysis was performed which identified: broken crease sharp on posterior, wear abrasion, crease fold, stress mark and non-penetrating nick. Based on the device analysis the final assessment is: a broken crease sharp on posterior assessed as fold flaw opening.

Manufacturer narrative:
The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted.

Event description:
Healthcare professional additionally reported "localized extracapsular rupture on the right," "histiocytic inflammation," "breast pain," and capsular contracture baker grade IV. Device has been explanted and replaced.